Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The monofilament was not returned which is an integral part of the investigation; therefore, without the return of this component the reported event could not be confirmed. Based on visual analysis of the returned device, the possible cause for this event is undetermined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide after an unspecified procedure. Reportedly, a suture break occurred. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.